Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally,10 retained tubes were analyzed for the heparin content and were all within spec limits. Complaints for sample quality are under statistical control for the month of march 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after use with bd vacutainer ® barricor ¿ blood collection tubes clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: I have a lab that has a problem since yesterday with barricor tubes that coagulate (agitation after sampling is correct). This batch is in circulation in our laboratory on other sites without any report of this problem. The tray in question has been discarded.

Event description:
It was reported that after use with bd vacutainer ® barricor ¿ blood collection tubes clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: I have a lab that has a problem since yesterday with barricor tubes that coagulate (agitation after sampling is correct). This batch is in circulation in our laboratory on other sites without any report of this problem. The tray in question has been discarded.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.